Event description:
It was reported that the rotawire was fractured. The target lesion was located in the moderately calcified artery. A rotawire was selected for use. During the procedure, the device was fractured. No patient complications were reported.

Event description:
It was reported that the rotawire was fractured. The target lesion was located in the moderately calcified artery. A rotawire was selected for use. During the procedure, the device was fractured. No patient complications were reported. It was further reported that the target lesion was located in the mid left anterior descending artery. The wire tip was secured in the distal left anterior descending artery. The procedure was completed.